Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 498mg/dl. Troubleshooting was performed. Reviewed the programming, basals, and daily totals. Bolus history was off and did not match. The alarm history revealed multiple no delivery alarms. Advised the customer to discontinue use of the insulin pump and to revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.